Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The error could not be reproduced but logs showed warning about the xml file failing around the time of the 3d spin. The mobile view station (mvs) software was reloaded. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that after taking a 3d spin, there was no 3d image visible on the mobile view station (mvs). The exam transferred to the stealth with the 3d image. It was noted the 3d image on the mvs was blank like a spin had been taken without anything in the field. After a reboot, the same saved image showed the correct data. The issue was resolved. The system had an error when trying to access the patient database. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was consistent with a known software anomaly. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.